Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('colon and intestinal perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), diverticulitis ("diverticulitis"), gastrointestinal wall thinning ("thinning of colon and intestine") and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), headache ("headaches") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the intestinal perforation, dysmenorrhoea, hormone level abnormal, headache, weight increased, vaginal infection, migraine, diverticulitis, gastrointestinal wall thinning, urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, diverticulitis, dysmenorrhoea, gastrointestinal wall thinning, headache, hormone level abnormal, intestinal perforation, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: case became incident. Events added-colon and intestinal perforation, vaginal infection, migraines, diverticulitis, thinning of colon and intestine, abdominal pain, uti were added. Event onset date, lab data, patient demographics, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('colon and intestinal perforation') and intestinal perforation ('colon and intestinal perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), diverticulitis ("diverticulitis"), gastrointestinal wall thinning ("thinning of colon and intestine") and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), headache ("headaches") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the large intestine perforation, intestinal perforation, dysmenorrhoea, hormone level abnormal, headache, weight increased, vaginal infection, migraine, diverticulitis, gastrointestinal wall thinning, urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, diverticulitis, dysmenorrhoea, gastrointestinal wall thinning, headache, hormone level abnormal, intestinal perforation, large intestine perforation, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('colon and intestinal perforation') and intestinal perforation ('colon and intestinal perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), diverticulitis ("diverticulitis"), gastrointestinal wall thinning ("thinning of colon and intestine") and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), headache ("headaches") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the large intestine perforation, intestinal perforation, dysmenorrhoea, hormone level abnormal, headache, weight increased, vaginal infection, migraine, diverticulitis, gastrointestinal wall thinning, urinary tract infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, diverticulitis, dysmenorrhoea, gastrointestinal wall thinning, headache, hormone level abnormal, intestinal perforation, large intestine perforation, migraine, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" intestinal and colon perforation was split coded to llt "intestinal perforation nos and large intestine perforation" respectively. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.